Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was experiencing a low blood glucose (bg) level (64 mg/dl) for the past week. Reportedly, the customer's healthcare provider is adjusting the basal rate settings. The customer consumed glucose and is making dietary changes to address new settings. In addition, the customer reported having difficulty charging the pump despite the attempt of multiple usb cables, wall adapters and power sources. It was confirmed that the charging supplies were able to successfully charge another device. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received.